Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for less than 20 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with a different balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 57 mm in length and extended from a position 11 mm proximal of the proximal markerband to 8 mm distal of the distal markerband. A partial circumferential tear was noted 9mm proximal from the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for less than 20 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with a different balloon. No patient complications were reported.